Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection confirmed the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported problem 'dark display' was reproduced at power up. The cause was determined to be a failed input/output printed circuit board (I/o pcb). The I/o pcb was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced had a dark display. There was no known patient injury or medical intervention associated with this event. No additional information is available.